Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert as it reached end of life status with less than 5 years in service. According to the device features, this model should at least have 7 years of effective battery longevity. Premature battery depletion is suspected. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert as it reached end of life status with less than 5 years in service. The device was not being able to transmit data. According to the device features, this model should at least have 7 years of effective battery longevity. Premature battery depletion is suspected. Subsequently, this s-ICD was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.